Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a distal radius osteotomy revision surgery was performed on (B)(6)2023, to replace a broken-off volar distal radius plate. A few weeks after the revision surgery the plate broke again and had to be replaced with the same type of implant in an additional surgery on (B)(6) 2023.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.